Manufacturer narrative:
Correction: h3 - device evaluated by manufacturer - should have been "yes".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had high capture threshold. Upon an attempt to reposition the lead, it was noted that the helix of the rv lead had failed to retract. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.